Event description:
It was reported that the right atrial (ra) lead was relocated in the atrium multiple times and there were issues extending and retracting the helix. The physician felt the helix did not completely extend. The ra lead was not used and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right atrial (ra) lead was relocated in the atrium multiple times and there were issues extending and retracting the helix. The physician felt the helix did not completely extend. The ra lead was not used and replaced. No patient complications have been reported asa result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal end of the electrode was covered in blood.